Event description:
Customer reported a severe drop in pt blood pressure immediately upon initiating the treatment with an an69 filter in an extracorporeal membrane oxygenation (ECMO) circuit with blood prime. Once the blood pressure was stabilized, either with medication or volume boluses, the treatment resumed without further incident.